Manufacturer narrative:
The pump was received with cracked and bleeding on lcd glass, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of issues with the screen on their insulin pump. The customer states that the device hit the toilet, and the screen is blue, but has no cracks. The customer's blood glucose level at the time of incident was unknown. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.